Manufacturer narrative:
Concomitant medical products: ddbb1d1 lead implanted: (B)(6) 2016.

Event description:
It was reported that the patient had their implant pocket reopened due to a hematoma. After closure, the device was interrogated and the patient's right ventricular (rv) lead exhibited high pace/sense impedance, no capture and high thresholds. The device is still in use. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.